Event description:
It was reported that; the tip of the jamshidi needle broke during the procedure. Another needle was on hand to complete the case. The customer reported that the teeth at the bottom of the jamshidi were deformed when removed from the patient. This may be as a result of impacting/repositioning onto/into bone without the inner cylinder of the jamshidi in place. The outer tube has both long and short teeth at its furthest point, the long teeth were compressed/crumpled and one of the short teeth was not visible. Nothing left in body and x-ray did not pick up anything.

Manufacturer narrative:
Risk assessment. The device was not returned and no lot # was provided, so a manufacturing record review could not be performed. No additional information was provided and the device was not returned, the root cause is not determined and is multifactorial.

Event description:
It was reported that; the tip of the jamshidi needle broke during the procedure. Another needle was on hand to complete the case. The customer reported that the teeth at the bottom of the jamshidi were deformed when removed from the patient. This may be as a result of impacting/repositioning onto/into bone without the inner cylinder of the jamshidi in place. The outer tube has both long and short teeth at its furthest point, the long teeth were compressed/crumpled and one of the short teeth was not visible. Nothing left in body and x-ray did not pick up anything.